Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism wasn't working properly and the needle couldn't be removed during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after punctured, the safety mechanism didn't work properly and hcp couldn't remove the needle. Replaced by new product."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used, nexiva 22ga unit with no package from material number 383532, lot number unknown. In addition, three photographs were submitted which did not display similarities to that of the returned unit. A visual/microscopic evaluation was performed on the return unit. The needle set was fully retracted with the needle tip in the tip shield with the winged adapter still attached to the tip shield. The winged adapter was removed from the tip shield and observed cured adhesive on outside of the winged adapter in the area of the grey canister and inside and edge of the tip shield. The reported issue was confirmed as the failed to decouple. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive cured adhesive. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism wasn't working properly and the needle couldn't be removed during use. The following information was provided by the initial reporter, translated from japanese to english: "after punctured, the safety mechnism didn't work properly and hcp couldn't remove the needle. Replaced by new product."